Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was failed circulation pump. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was alarming for low flow. A functional check showed that the circulation pump command (cpc) was at 66 percentage in bypass. They stated this was indicative of a failed circulation pump, would order and replace it locally.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was alarming for low flow. A functional check showed that the circulation pump command (cpc) was at 66 percentage in bypass. They stated this was indicative of a failed circulation pump, would order and replace it locally.